Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Following the insertion of the hiploc lag screw it was found that the plate would not slide over the lag screw into position. The lag screw was removed and the surgeon tried putting them together externally to find that it was a very tight fit. Another plate and lag screw were opened and when these were tested prior to implantation it was found that they would not go together at all. The surgeon reverted back to the original lag screw and plate.

Manufacturer narrative:
(B)(4). Visual inspection confirmed the reported event. The internal diameter of the hiploc plate barrel is undersized. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Following the insertion of the hiploc lag screw it was found that the plate would not slide over the lag screw into position. The lag screw was removed and the surgeon tried putting them together externally to find that it was a very tight fit. Another plate and lag screw were opened and when these were tested prior to implantation it was found that they would not go together at all. The surgeon reverted back to the original lag screw and plate